Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced an impending erosion of an inflatable penile prosthesis (ipp) cylinder. He underwent a surgical procedure in which all components were explanted and replaced without further complications.